Event description:
This report summarizes 49 malfunction events in which the device had paint chips missing. 49 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 48 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 0001811755-2020-02938 but should be included under this report. 49 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 42 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 48 events were reported for this quarter. Product return status: 4 devices were received. 41 devices were evaluated in the field. 3 device investigation types have not yet been determined. Event confirmation status: 45 reported events were confirmed. Evaluation results: 45 devices were found to be affected by missing paint chips. 48 devices were not labeled for single-use. 48 devices were not reprocessed or reused.

Event description:
This report summarizes 48 malfunction events in which the device had paint chips missing. 48 events had no patient involvement; no patient impact.